Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. The investigation is on-going.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the left eye (os), the surgeon noticed the haptic bent when the delivery device slid the iol into the carrier position. An incision enlargement was required to remove the iol and the lens was successfully exchanged intraoperatively with a backup lens of the same model and diopter. No sutures were required and no additional injury was reported. In the physician's opinion, the damage was most likely caused by the lens being stuck in the delivery device. The patient's prognosis is good.

Manufacturer narrative:
Additional info: d4, g4, h2, h4, h6, h10/11 although requested, the device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The root cause cannot be conclusively determined, however, the most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.